Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, the bands were all overlapping. It was reported that it was tangled up and would not fire. The procedure was completed with a different bander device. It was noted that there was no difficulty experience when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. The ligator head returned with all the bands attached and they were moved out from its original position and overlapped. Additionally, some bands were found damaged. It was also noticed that the ligator head teeth were damaged. No other issues with the device were noted. The reported event was confirmed. The overlapped bands and moved from their position indicating a deployment failure. This could be related to the damaged ligator head teeth. The observed damage could be caused by user manipulation and/or some extra tension applied to the whole device. Once the teeth are damaged/bent the suture thread can have difficulty deploying and cause damage to the bands. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, the bands were all overlapping. It was reported that it was tangled up and would not fire. The procedure was completed with a different bander device. It was noted that there was no difficulty experience when setting up the device. There were no patient complications reported as a result of this event.